Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a backup battery fault alarm was confirmed. A review of the submitted log file spanned approximately 3 days (22sep20 ¿ 25sep20 per time stamp). The backup battery fault alarm activated on 22sep20 at 22:22 due to a failed load test. The backup battery failed the load test due to the loaded voltage being under the acceptable threshold as compare to the unloaded voltage. The alarm lasted through the remainder of the log file. The alarms did not affect the controller's ability to operate the pump at the set speed. No other notable alarms were active in the log file. System controller, (B)(6), was not returned for analysis. An attempt was made to obtain additional information from the customer regarding the event; however, no additional information was provided. The provided information indicated that the system controller was exchanged since the backup battery was replaced in august. A root cause for the reported event cannot be conclusively determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to troubleshoot the system controller, including backup battery fault alarms. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the system controller was exchanged due to system controller backup battery faults and system controller backup battery failing the load test.